Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy procedure with banding performed on (B)(6) 2013. According to the complainant, during the procedure, the bands would not stay on the varices; the varices were grade three and grade four. Four bands were used, and three of them came off, while banding. The procedure was deemed not to be successful, and was not completed. However, the patient was reported to be fine with no reported complications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.